Event description:
It was reported that the wake button was not working and has to pressed the wake button multiple times. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up action from technical support, and no additional information was received regarding the outcome of the event.